Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) moved from a battery status of beginning of life (bol) to middle of life 2 (mol2) in an unexpectedly short amount of time.